Manufacturer narrative:
Detailed product information was not provided to bsc. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that the patient had an inappropriate shock due to t-wave oversensing via a change in the intrinsic morphology and reduced intrinsic amplitudes. Also, there was an inappropriate shock due to atrial fibrillation. The patient is being monitored by the physician. There were no additional adverse patient effects. The system remains implanted.